Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that upon attempting to open the package, a sterile breach was found. The sterile pouch had a tear near the seal. Per additional information from the ibc via email 08apr2020; the breach was noted at the point where the clear front and white back of the package meets at the seal line.

Manufacturer narrative:
The reported event was confirmed, however the cause is unknown. Evaluation on the returned sample found that the opened seal happened at the vendor seal area. How and when the event occurred could not be determined. The potential root cause for this failure could be user related / rough handling/ improper storage of the product, vendor (defective product). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " [storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon attempting to open the package, a sterile breach was found. The sterile pouch had a tear near the seal. Per additional information from the ibc via email 08apr2020; the breach was noted at the point where the clear front and white back of the package meets at the seal line.